Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The cpu and the cable were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned for analysis. Functional testing found that cable was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera was intermittently connecting. The lights appeared on the camera but the site did not indicate which lights and what their behavior was. The was no reported delay to procedure and no reported impact to patient outcome.